Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our germany affiliates during a valve in valve procedure at maximum balloon inflation with all volume (+3ml for a total of 26ml) and held for 3 seconds, the balloon burst. The valve was properly expanded with a correct position despite the burst. The commander was retrieved into the 24fr dryseal and removed successfully though with a bit of force required. After the commander removal, it was observed that the balloon was burst radially and the distal part was missing. Several angiographies were performed to attempt to locate the missing piece unsuccessfully. It was thought that the missing piece would be in the peripheral vessel. The patient was noted as to be in good condition. As per medical opinion, the root cause for the balloon burst was the overexpansion of the balloon, the pre-stent (non edwards) and the pre-existing sapien xt.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation and dimensional testing was completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: radial balloon burst observed at the balloon working length. Distal end of balloon material separated and not returned. Imagery was provided by the site and revealed the following: radial balloon burst at working length of inflation balloon. Apparent missing balloon material at the distal end. Withdrawal of burst balloon into non-edwards sheath. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training on how to' withdraw the delivery system. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for balloon burst, system components separate during use ' balloon, and difficulty or inability to withdraw system through non-edwards sheath were confirmed based on evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'during the procedure, at maximum balloon inflation with all volume (+3ml for a total of 26ml) and held for 3 seconds, the balloon burst. The valve was properly expanded with a correct position despite the burst. The presence of a pre-stent and/or pre-existing valve can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with pre-existing stents and/or valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, an additional 3ml of fluid was administered to the balloon during deployment. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that patient factors (pre-existing valve/stent) and/or procedural factors (over-inflation) likely contributed to the reported event. As reported, 'the commander was retrieved into the 24fr dryseal and removed with a bit of force required but successful'. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the reported event. As reported, 'after the commander removal, it was observed that the balloon was radially burst and the distal part was missing (see picture attached). Several angiographies were performed to find the missing piece unsuccessfully. It was thought that the missing piece would be in the peripheral vessel. A new CT was performed on pod1 with no new findings. (') as per medical opinion, the root cause for the balloon burst was the overexpansion of the balloon, the pre-stent (andramed) and the sapien xt'. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported balloon separation. As such, available information suggests that procedural factors (device manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.